Manufacturer narrative:
Date of event: exact date unknown, event occurred two years ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The explanted ipg was not returned. No further information has been obtained despite good faith efforts.